Manufacturer narrative:
Medtronic investigation of returned pcba charge/discharge monitor device finds that the part was returned unused. Medtronic investigation of the returned pcba ht controller kit, gen inverter and 125 kv 1tube 220v h-vltg tank is on-going. The pcba atp kit has not been received by the manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect 125 kv 1tube 220v h-vltg tank was unable to confirm fault with hv tank that would contribute to reported problem. Performed passive hv tank test and all measurements were as expected. Visually, small amount of oil on tank body, consistent with removing cables. No fault found. Medtronic investigation of returned suspect pcba ht controller finds that the board is bad: the system will not go to 2d mode and the generator beeps. The pcba ht controller was installed in the imaging test system and upon power up of generator, beeping occurs and installation is as expected up to step 12 of testing the generator. After moving the switches back to the 0 position and powering on the generator, the beeping resumes and a generator error 11 occurs. This error doesn't reset. Faulty ht controller board. The reported event was confirmed to be caused by an electrical failure mode due to a defective pcba board. Medtronic investigation of returned suspect gen inverter is on-going.

Manufacturer narrative:
Patient weight not made available from the site. Return requested for replaced parts. Replacement devices shipped to site: pcba ht controller kit, pcba atp kit, pcba charge/discharge monitor, gen inverter and 125 kv 1tube 220v h-vltg tank. No parts have been received by manufacturer for analysis. On 02//16/2016, a medtronic representative, following-up at the site, instructed the site radiographic technologist (rt) on proper manual door opening technique with the rt. Also reported that the issue was with the imaging system generator failure and parts were ordered. On 02/17/2016, a medtronic representative reported the patient was under anesthesia, incision had not been made; used the cranial reference, and the procedure was finished with a c-arm. There were no issues. On 02/18/2016, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The imaging system passed all tests in the system check-out, however, two issues were identified outside of the system function. The door was manually opened wrong and the door pins were engaged causing the radiographic technologist (rt) to be unable to move the rotor to the proper place. Second, the generator was beeping and displayed a hard error of 11 which caused the imaging system spin to stop. Found the ht board was not properly booting-up because it did not see the correct signal coming from the charge/discharge pcb. The medtronic representative changed the ht board and got to 2d mode. Once in 2d mode, found the imaging system was unable to give kvp measurements. Also found that the inverter left ibgt was showing low impedance and 0vdc, indicating it was bad. The medtronic representative changed the invertor assembly and found that during exposure, the generator tank was making a loud squeezing noise. The medtronic representative changed the tank, performed calibrations kvp, auto calibration and manual calibration. Performed all system dose checks. The imaging system passed all tests and is up and running. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, a c4-c6 acdf with c5 corpectomy, the site's imaging system door would not open. When attempting to take a 3d spin there was a loud pop sound heard. The imaging system door would not open. Other imaging system gantry motions were working (left/right, up/down). Tried re-booting the imaging system, however, the system would not power off and beeped continually. Started manually opening the imaging system door, found was unable to put the t-pin in the hole, could only see metal in the hole. Removed the imaging system from the operating room (or), by disconnecting the patient from the equipment and moving the bed out from the imaging system. In trouble-shooting, after the imaging system was removed from the or, the rt powered-off the imaging system. Re-booted the imaging system and attempted to re-calibrate the motion by holding 'm'. The gantry started to move then stopped and the door would still not open. Detector was in the 6 o'clock position. The rt did not feel comfortable trying to manually open the door at this point. The surgeon opted to discontinue the use of the navigation system and the imaging system to proceed with the surgery to completion. Delay in therapy was approximately 45 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the gen inverter found that the reported event was related to an electrical issue. Bench testing confirmed that the left side cap to igbt measured 0 ohms indicating a shorted capacitor.